Event description:
Apheresis port in place for patient. Concern that port connection may have been loose under dressing. Suspicion that extension tubing was disconnected, without being visible under dressing. Leaking occurred under dressing occluding vision of insertion site. The loose/open connection between the catheter and the tubing was not immediately evident and it was missed that it had come loose until the dressing was pulled back and the connection tightened. Challenges with connection to angio catheter easily come off. Due to production design, it is a challenge to see disconnection. The short length keeps it near the port which keeps it under the dressing and poses a challenge to probably see and monitor. Then due to the shortness when the patient moves the connector appears to be easily dislodged. The patient had a stroke due to air embolism. The design of the system could make this a risk.